Manufacturer narrative:
(B)(4). The device was received for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the shaft approximately 17mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the catheter and balloon material identified no issues that could have contributed to the catheter pinhole. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. Electronic device history record (edhr) revealed that no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-sep-2017. It was reported that balloon leak occurred. The target lesion was located in the iliac artery. A 12.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion. However, during the procedure, it was noted that the balloon was leaking when it was not even inflated to the nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforated.